Manufacturer narrative:
Additional information was received that the physician did not suspect fracture or device malfunction.

Event description:
A report was received that the patient was experiencing inadequate stimulation and underwent an explant procedure. Device evaluation confirmed that the lead and extensions were fractured.

Manufacturer narrative:
Sc-2352-70 (B)(4) device evaluation revealed that x-ray inspection found a fractured cable from the weld nugget at electrode # 4 of distal end. Sc-3138-35 (B)(4) device evaluation revealed that x-ray inspection found a fractured cable # 8 at ball seal connector. Sc-3138-35 (B)(4) device evaluation revealed that x-ray inspection found a fractured cable from the weld nugget at contact # 5 of proximal end.

Event description:
A report was received that the patient was experiencing inadequate stimulation and underwent an explant procedure. Device evaluation confirmed that the lead and extensions were fractured.